Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a webster electrophysiology catheter and a signal loss occurred. The site staff noticed the catheter was not displaying signals on 1-2. Troubleshooting was performed and there were no signals on 3-4. The pins were changed however still no signal available. The catheter was changed and the signals then displayed. The procedure was completed. There was no delay or adverse event to the patient. The physician had zero signals available on any system to monitor the patient's heart rhythm including the carto, the recording system or any other external system. This event is MDR reportable because complete electrocardiogram signal loss can pose a potential risk to the patient.